Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath). Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, it was possible to manually deploy the stent by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. The damages noted to the returned device were consistent with the application of excessive force during device use. Given the event description and the condition of the returned device, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a benign stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to be deployed. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, the nurse stated that they believed the issue could have been due to the scope position; it was a duodenoscope in a slight retroflex position. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the gas section).